Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes such as damage of parts due to degradation / some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported distal end damaged during inspection for use, involving an olympus endoeye flex deflectable videoscope. There was no patient injury reported.